Event description:
Device 3 of 3; reference MFR. Report: 1627487-2019-02848.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR. Report: 1627487-2019-02847. Reference MFR. Report: 1627487-2019-02848. It was reported the patient the patient experienced soreness at ipg site. As a result, the ipg was repositioned on (B)(6) 2019. One of the drg leads were accidentally pulled out by the physician and was unable to be reinserted. Patient has effective therapy.